Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: d4(UDI#). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the chassis bin (0441-00-0196) and the unit passed all functional and safety tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) unit has cart damage. There was no patient involved.